Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist reviewed the error log and observed sample errors along with low signal flag from the luminometer. Ccc specialist performed remote troubleshooting: ccc specialist went through detailed sample pathway and homed and primed the system. The customer performed daily maintenance and ran quality controls (qc), which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and preventive maintenance. The cse checked the acid and base levels and noticed a straw for base was bent when base reagent was replaced. The cse replaced reagent probe and reagent probe syringe valve due to splashing and bent probe. The cse checked the mechanical alignment on sample probe and reagent probe, which were good. The cse cleaned the luminometer and checked the volume on dispense ports and aspiration. The cse found that there was a kinked fluid waste line which was corrected. The cse ran qc and also ran a precision study with all levels of qc, which passed. The cause of the discordant, falsely depressed bnp and tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed brain natriuretic peptide (bnp) results were obtained upon initial testing on three patient samples (sample ID (B)(6)) and a discordant, falsely depressed cardiac troponin I (tni-ultra) result was obtained upon repeat testing on a patient sample (ID (B)(6)) on an advia centaur cp instrument. The discordant tnl-ultra result was not reported to the physician(s). It is unknown if the discordant bnp results were reported to the physician(s). The samples were repeated on an alternate advia centaur system, all resulting higher. It is unknown if the corrected results were reported to the physician(s). The customer reported an additional discordant result for tnl-ultra on a patient sample (ID (B)(6)) , which resulted higher upon repeat testing on the original instrument and on an alternate advia centaur system. It is unknown if any of these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bnp and tni-ultra results.